Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. The isp line was shorted to ground. There was corrosion on the j108 connector which connects the auxiliary board to the ca board. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.

Event description:
A recent download from a (B) (6) male patient revealed several "overvoltage fault" and service code (31)" flags. Support sent a patient service representative (psr) to the patient to replace the monitor.